Event description:
Home pt (hp) reports "many air bubbles" noted in pt line of homechoice set during day fill. Baxter technician assisted hp in ending treatment early and restarting with new supplies. Several attempts by baxter affiliate to obtain further detail from hp, have been unsuccessful. No pt injury or medical intervention reported by baxter affiliate.